Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads. All operating currents were within specification and no unexpected battery out limit, low battery or off no power alarms were noted. However, corroded battery tube was noted during the visual inspection. The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump functioned properly. The insulin pump had intermittent button response due to corroded keypad traces. No frozen display was noted during testing.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 270 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further info was provided.